Event description:
The nurse received orders to remove a patient's foley catheter. Upon doing so, she could not deflate the balloon. She tried maneuvering the catheter and still could not deflate. Another nurse attempted and was not successful. They also tried different sized syringes without success. Urology on-call physician cut the tube above the water hub and got none of the balloon fluid returned. The foley itself flushed and worked appropriately, just not the balloon port. Fluid could be added, but only a couple of cc's could be withdrawn back. This patient was scheduled for interventional radiology for removal- did not require surgery. The urology physician stated at that time that he had seen four other patients with this same issue in the prior two weeks. One of those had to go to interventional radiology to have the foley surgically removed because the balloon would not deflate.